Manufacturer narrative:
Upon receipt, the pacemaker was visually inspected revealing no anomalies. In particular the header of the device was analyzed. The set screws could be easily screwed in and out, there was no foreign material inside the header bores. All dimensions of the header bores were within the range requested by the is-1 standard specifications. Also the spring elements of the pacemaker did not show any deviations. Next, the pacemaker was interrogated and the pacemaker¿s memory content was analyzed indicating no anomalies. The battery status was found to be ¿ok¿.the ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be flawless and in amplitude and frequency as programmed. Furthermore, the impedance measurement functions of the device were tested using different temperature environments. However, the impedance measurement functions proved to be within specification. An additional long-term pacing test was initiated. During the test, each pacing pulse was recorded. The evaluation of these pacing pulses documented regular device behavior. No intermittent or permanent loss of output was present. In summary, the device is fully functional. With regard to the issues as mentioned in the complaint description, the analysis did not show any deviations from the technical specifications. The analysis did not reveal any sign of a material or manufacturing problem.

Event description:
Ous MDR - after an implantation period of about 38 months, a loss of capture was reported during a routine follow up. The pacemaker was replaced. As impedance values had reportedly been > 2500 ohm, an additional lead was implanted. No further details with regard to the leads were available. Should we get more information, this report will be updated. It was furthermore reported that the patient had been exposed to very strong magnetic fields ((B)(4)) several times. The pacemaker was returned to biotronik.